Event description:
It was reported that the trailing haptic of an intraocular lens (iol) was found to be twisted when coming out of its cartridge at the time of implantation in the right eye of a patient. After implantation, the lens opened in the eye with no problem, and the surgery was completed. Postoperative examination on the following day revealed that the position of the lens had shifted, and surgeon was thinking that deformation (twist) of haptics was the cause of the rupture. No explant, no incision enlargement, no unplanned vitrectomy and no sutures were required. Reoperation was planned to correct the position of the lens, however, the lens remains implanted in the patient's eye and the patient is under observation. There was no damage such as sac laceration and no patient injury reported. No further information was provided.

Manufacturer narrative:
Patient information: unknown, information not provided. Catalog number: a complete catalog number is unknown as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. Initial reporter telephone number: (B)(6). Device manufacture date: unknown as serial number was not provided. This code was used for device decentered or dislocated or tilted subluxated or wrong position. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.